Event description:
Patient was undergoing a tendon bicep repair of shoulder. During the procedure, the eyed portion of the needle broke and was unable to be recovered from the patient's shoulder.

Manufacturer narrative:
Facility used a needle driver to help push the needle through tissue and tendons. The product was not returned to aspen for evaluation.